Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator alarmed source gas low, high flow blenders and o2 (oxygen) and air are at 50 psi (pounds per square inch). There is no patient involvement , issue occurred during pre patient check.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite bypass the o2 (oxygen) blender and tested, cannot duplicate the reported problem.